Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level and high blood glucose and sensor signal not found. The customer had no symptoms and treated with food for lows and bolus for highs. Customer's low blood glucose at time of incident was 46 mg/dl and current blood glucose 151 mg/dl. Customer report customer does not allege pump was over delivering. Customer report they received a no delivery. Customer's high blood glucose at time of incident was 320 mg/dl and current blood glucose 151 mg/dl. Customer stated that pump said warming up then sensor not found sensor signal not found. The product will be returned for analysis.